Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver does not react after being reset. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.